Event description:
The family member of the home pt (hp) reported the hp may have been overfilled while using the homechoice cycler for apd therapy. The hp performs a manual midday exchange of 2000mls, which is not drained out until the initial drain phase of the subsequent apd therapy. The family member relates that the hp drained out 12mls of hp's day exchange when the cycler advanced from the initial drain into fill 1 and delivered the preprogrammed fill volume of 2200mls. The was no pt injury or medical intervention.